Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that prior to insertion of the endurant device, two little "notches" were observed on the delivery system nose cone. The notches were removed by means of a surgical knife, and the product was used normally to complete the case successfully. The device was discarded. No clinical sequelae were reported, and the patient is fine.